Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched to emergency medical services on (B)(6) 2022 due to low blood glucose. Customer's blood glucose was 40 mg/dl. Customer treated low blood glucose with glucagon. It was unknown if the auto mode feature was active or not at the time of incident. No further patient complications were reported. Troubleshooting was performed successfully however, the customer will discontinue the use of device. Frn-mmt-332a-rsvr, ozp-mmt-7020a-snsr, unomed set.